Event description:
It was reported that the user ate breakfast and believed the meal was not announced in the ilet, resulting in a postprandial blood glucose rise; after data sync and review, no breakfast announcement was initially visible, and the user was guided to complete the breakfast announcement, which then appeared. Symptoms included transient hyperglycemia with a recorded glucose of 207 mg/dl. Outcomes included no alerts persisting over the threshold duration, no use of backup therapy, no ketone testing, no medical intervention, and no assistance required. Investigation included review of synchronized device data and user interface confirmation of the meal announcement status, along with user education on correct meal announcement workflow. Investigation of this case revealed that the elevated glucose was associated with a delayed or missed meal announcement rather than a device alarm or malfunction, and the device and its components operated as designed once the announcement was entered. It was concluded, based on previously established findings for similar reports, that user operational error related to meal announcement timing was the most likely cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.